Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the pump was ¿leaning forward¿ and the hcp wanted to correct the positioning. The date the issue began was unknown. A pocket revision was being done on (B)(6) 2019. No patient symptoms were mentioned. No further complications have been reported as a result of this event.